Event description:
The customer reported that during a right colon resection, the device failed to properly seal vessels. Sutures were used to close bleeding vessels. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.